Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected lots 1910101 and 1911103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Three retained connector samples from lot 1910101 and three from lot 1911103 were inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Functional testing was performed, in all cases the product functioned properly and no issues were identified with the luer connections. Based on the available information we are not able to identify a root cause related to the connector or our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) disconnected from the "tacro" tubing line during use. The following information was provided by the initial reporter: "3/26 main tacro tubing line (5 port tubing) got disconnected from patient lumen with optima injector/connector. Tacro hang time: 03/25 at 1944. Disconnection time: 03/26 at 1300".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) disconnected from the "tacro" tubing line during use. The following information was provided by the initial reporter: "3/26 main tacro tubing line (5 port tubing) got disconnected from patient lumen with optima injector/connector. Tacro hang time: 03/25 at 1944 disconnection time: 03/26 at 1300".